Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed, 40x2.0-2.5mm target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter resulting to 30%residual stenosis. A 2.50mm x 20mm maverick² balloon catheter was then selected to postdilate the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with a maverick 2 product pouch. The batch number on the returned packaging and device matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 50.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the broken hypotube or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).